Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure started migrating towards uterus/malposition of essure device location of device: protruding from ostia"), fallopian tube perforation ("perforation (fallopian tube(s))"), urinary tract infection ("infection: urinary tract") and menorrhagia ("abnormally heavy menstrual bleeding/ menorrhagia") in a 35-year-old female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "trimmed essure coils" on (B)(6) 2016 and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included vaginal bleeding, menorrhagia, pregnancy (first pregnancy in 1997), bell's palsy and pneumonia from (B)(6) 2014 to (B)(6) 2016. Previously administered products included for an unreported indication: mirena. Concurrent conditions included acute on chronic respiratory failure, bipolar disorder, morbid obesity, obstructive sleep apnea syndrome, post-traumatic stress disorder since (B)(6) 2014, endometrial hyperplasia, candidiasis, vaginal pain, urination difficulty and defecation difficult. Concomitant products included levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2016 for menorrhagia. On (B)(6) 2014, the patient had essure inserted. In 2014, 1 year 10 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced urinary tract infection (seriousness criterion hospitalization), menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection:bladder") and blister ("blisters all over body"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced incision site abscess ("incision site abscess"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain/back pain"), arthralgia ("severe hip pain/hip pain"), uterine pain ("severe uterine pain"), inflammation ("severe inflammation of feet"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), depression ("worsening of depression"), anxiety ("worsening of anxiety"), rash ("rashes"), pruritus ("itching"), scar ("scar tissues"), arthritis ("severe inflammation of ankles"), postoperative hernia ("post hysterectomy hernia"), abdominal pain ("abdomen pain"), pain in extremity ("thighs pain") and fungal infection ("yeast infection"). The patient was treated with surgery ((B)(6) 2016 d&c, trimming essure coils; (B)(6) 2016 hysterectomy, bilat salpingectomy, left oophorectomy), surgery (uterine ablation), alternative therapy (physical therapy) and wound care (the abscess was drained). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea, abdominal pain lower, arthralgia, inflammation, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, pruritus, weight increased, scar, arthritis, blister, postoperative hernia, incision site abscess and abdominal pain outcome was unknown, the urinary tract infection, menorrhagia, vaginal haemorrhage, cystitis and fungal infection had resolved and the back pain, uterine pain and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, arthritis, back pain, blister, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, incision site abscess, inflammation, menorrhagia, migraine, pain in extremity, postoperative hernia, pruritus, rash, scar, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure insertion procedure: placed appropriately with approximately 3 coils within the endometrial cavity. 3 coils on right, 7 coils on left since removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: essure started migrating towards uterus. X-ray - on (B)(6) 2015: scar tissue from essure. A significant amount of the coil was protruding from the left tube, and this was trimmed after it could not be dislodged with traction (patient requested this preoperatively). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain, menorrhagia, back pain, device dislocation, postoperative hernia, wrong technique in device usage process. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: bladder/ urinary tract, blisters all over body, perforation (fallopian tube(s)), post hysterectomy hernia, incision site abscess, abdomen pain, thigh pain, patient did not underwent essure confirmation test were added. Patient's medical history was added. Outcome of the events updated. On 1-mar-2018: medical records received. Patient's medical history was added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure started migrating towards uterus/malposition of essure device location of device: protruding from ostia"), fallopian tube perforation ("perforation (fallopian tube(s))"), urinary tract infection ("infection:urinary tract") and menorrhagia ("abnormally heavy menstrual bleeding/ menorrhagia") in a 35-year-old female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "trimmed essure coils" on (B)(6) 2016 and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included vaginal bleeding, menorrhagia, pregnancy (first pregnancy in 1997), bell's palsy and pneumonia from (B)(6) 2014 to (B)(6) 2016. Previously administered products included for an unreported indication: mirena. Concurrent conditions included acute on chronic respiratory failure, bipolar disorder, morbid obesity, obstructive sleep apnea syndrome, post-traumatic stress disorder since (B)(6) 2014, endometrial hyperplasia, candidiasis, vaginal pain, urination difficulty and defecation difficult. Concomitant products included levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2016 for menorrhagia. On (B)(6) 2014, the patient had essure inserted. In 2014, 1 year 10 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced urinary tract infection (seriousness criterion hospitalization), menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection:bladder") and blister ("blisters all over body"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced incision site abscess ("incision site abscess"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain/back pain"), arthralgia ("severe hip pain/hip pain"), uterine pain ("severe uterine pain"), inflammation ("severe inflammation of feet"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), depression ("worsening of depression"), anxiety ("worsening of anxiety"), rash ("rashes"), pruritus ("itching"), scar ("scar tissues"), arthritis ("severe inflammation of ankles"), incisional hernia ("post hysterectomy hernia"), abdominal pain ("abdomen pain"), pain in extremity ("thighs pain") and fungal infection ("yeast infection"). The patient was treated with surgery ((B)(6) 2016 d&c, trimming essure coils; (B)(6) 2016 hysterectomy,bilat salpingectomy,left oophorectomy), surgery (uterine ablation), alternative therapy (physical therapy) and wound care (the abscess was drained). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea, abdominal pain lower, arthralgia, inflammation, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, pruritus, weight increased, scar, arthritis, blister, incisional hernia, incision site abscess and abdominal pain outcome was unknown, the urinary tract infection, menorrhagia, vaginal haemorrhage, cystitis and fungal infection had resolved and the back pain, uterine pain and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, arthritis, back pain, blister, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, incision site abscess, incisional hernia, inflammation, menorrhagia, migraine, pain in extremity, pruritus, rash, scar, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure insertion procedure: placed appropriately with approximately 3 coils within the endometrial cavity. 3 coils on right, 7 coils on left since removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: essure started migrating towards uterus x-ray - on (B)(6) 2015: scar tissue from essure a significant amount of the coil was protruding from the left tube, and this was trimmed after it could not be dislodged with traction (patient requested this preoperatively). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain, menorrhagia, back pain, device dislocation, postoperative hernia, wrong technique in device usage process. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure started migrating towards uterus"), menorrhagia ("abnormally heavy menstrual bleeding") and infection ("infections") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In(B)(6) 2014, the patient had essure inserted. On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), inflammation ("severe inflammation of feet"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of depression"), anxiety ("worsening of anxiety"), rash ("rashes"), pruritus ("itching"), weight increased ("weight gain"), scar ("scar tissues") and arthritis ("severe inflammation of ankles"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy - cervix, uterus and both fallopian tube removed) and surgery (uterine ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, infection, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, inflammation, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, pruritus, weight increased, scar and arthritis outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, arthritis, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, infection, inflammation, menorrhagia, migraine, pruritus, rash, scar, uterine pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: essure started migrating towards uterus x-ray - on (B)(6) 2015: scar tissue from essure. Most recent follow-up information incorporated above includes: on (B)(6)2017: correction following company internal coding review. The event 'severe inflammation of feet and ankles' was split as 'severe inflammation of feet' ( inflammation) and 'severe inflammation of ankles' ( peripheral arthritis). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.